Event description:
Event description cpi received information that these two sutureless myocardial unipolar leads were capped due to oversensing. They were implanted on 09/15/96. Capped and removed from service on 10/10/96. Replaced by a tined lead.